Event description:
It was reported that after a cardiac ablation procedure, the patient experienced an embolic stroke with associated neurologic symptoms, including eye pain and speech issues. The patient went home after the procedure and later developed these symptoms, prompting a return to the hospital. Computed tomography (CT) was performed and found nothing, while magnetic resonance imaging (MRI) identifiedan acute infarct in the parietal lobe. Intracardiac echocardiography (ice) was used to check the left atrial appendage, which was clear. The patient had missed one dose of his direct oral anticoagulant medication three weeks prior to the event. The activated clotting time was consistently around 400 seconds during the case. The event resulted in a temporary injury and extended hospitalization. The patient was recovering but not fully recovered initially; follow-up information indicated the patient became fully recovered. It was noted that another manufacturer's product was used for the transseptal puncture during the procedure. The case was completed. No other patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.